Event description:
It is reported that the customer had high blood glucose levels of 195 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Findings: unit received with button error alarm and intermittent button response due to corroded keypad traces. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.